Event description:
#Medwatcher #followup1, #FDA mw5044590, #(B)(4). Had hysterectomy on (B)(6) 2015. My uterus was greatly enlarged and the left tube was perforated by the coil which caused a lot of inflammation. Had tubes, cervix and uterus removed. Retained ovaries.

Event description:
(B)(4). Since essure, I live with severe pelvic and lower back pain! I have little energy, heavy and excessive bleeding each month, my hair has fallen out and I have rash outbreaks. Shortness of breath as well and bouts of extreme vertigo. I am currently waiting for a date to have a complete hysterectomy.